Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager keeps failing. A field service engineer (fse) replaced the latch, re-taped the glycol temperature probe¿s cable, and remounted the hasp that was out of alignment with the housing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator's door shows failed and required maintenance. User tried rebooting the station and performed the recovery storage, issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.